Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the malfunction of the valve could be due to biological debris or protein substances interfering with the device, as the device was not returned this cannot be confirmed.

Event description:
A physician reported shunt malfunction. The patient has urinary issue (unable to hold her urine) and is losing balance and falling.